Event description:
Medtronic received a report that inadequate opening of the pipeline stent occurred. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention required to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury. Dual antiplatelet treatment was not administered. The angiographic result post procedure was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that an attempt to release the stent was made, but without success. It was necessary to use another stent. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient was undergoing surgery for treatment of a saccular, unruptured m2 superior aneurysm with a max diameter of 5.50x20mm and a 5.50x20mm neck diameter. The landing zone was 4x3mm distally and proximally. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that 7) diagnostic angiography of the left internal aorta (40812049) and external carotid artery (40812049) with visualization of ophthalmic and superior hyporisal cerebral aneurysms previously diagnosed in a previous examination 8) select catheter removed and navigated phenom plus distal access cateter and navigated 0.027in microcatheter connected to continuous irrigation made with y-connector, 3-way high-pressure connector and team and serum, on 0.014in microguide microangiography performed (and catheter positioned in upper m2 (40812057)) 9) initial attempt to release flow diversion stent performed pipeline 5.5x20, but with inadequate opening (recall company), with the need to open a second 5.0x20 flow diverter stent for telescoping and proper positioning on the arterial walls (40813193). It was angioplated with a proximal (40813061) and distal (40813061) balloon and good collateral filling was visualized by the occlusion test (40810020), withembolization of the ophthalmic (40813541) and pituitary (40813541) aneurysms. 10) radiological control was carried out without thromboembolic complications. Ancillary devices include: hydrophilic p ortal guidewire, bmx long sheath replaced with rist 7e long sheath, simmons select catheter replaced with simmons 5f catheter adapted for sheath rist, benchmark 6f catheter replaced with phenom plus catheter, and utrak sf distal access catheter.